Event description:
It was reported that the air blows straight through will not pump. No patient injury was reported. Additional information received 24-sep-21: event date was (B)(6) 2021.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a damaged top case, front panel and battery cover. Cracked and corroded small knobs. The input manifold assembly is loose on the bottom chassis, the manometer cover has popped out of place, and there is internal rattling. The technician connected to an oxygen (o2) source and powered on device. The reported event was confirmed. There was continuous flow found. The root cause of the reported issue was found to be a damaged timing valve cap caused by the customer. The technician replaced input manifold assembly.